Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-22010. Related manufacturer reference number: 2017865-2021-22013. It was reported that a patient presented in-clinic. Upon examination, the patient's device pocket was found to be infected. The pacemaker, right atrial lead, and right ventricular lead were explanted on (B)(6) 2021. The patient was stable before, during, and after the procedure.